Event description:
The insulation coating, from the stryker sustainability solutions endopath 5mm endoscopic reprocessed scissor, peeled back at apex where hinge and closing mechanism on scissor come together.